Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving an unknown type of drug. The indication for use (IFU) was listed as non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient has a history of non-compliance for pump refills. The patient has never run empty, but has pushed refill appointments to near empty reservoir alarm time even when the office schedules the patient well in advance of low reservoir alarms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.